Event description:
It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The lesion was located in the 75% stenosed moderately tortuous and calcified mid left anterior descending (lad) artery. Following intervascular ultrasound, the lesion ws ablated with a 1.75mm rotablator burr twice. The physician then exchanged the 1.75mm rotablator burr for a 2.00mm rotalink plus burr and ablated the lesion twice. Following removal of the 2.00mm rotalink plus burr, the physician noted that approximately 5mm of the distal portion of the rotawire guide wire had detached and remained in the distal lad. There was no attempt at retrieval and the detached portion of the rotawire guide wire remains in the patient. Patient status is listed as stable.

Event description:
It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The lesion was located in the 75% stenosed moderately tortuous and calcified mid left anterior descending (lad) artery. Following intervascular ultrasound, the lesion ws ablated with a 1.75mm rotablator burr twice. The physician then exchanged the 1.75mm rotablator burr for a 2.00mm rotalink plus burr and ablated the lesion twice. Following removal of the 2.00mm rotalink plus burr, the physician noted that approximately 5mm of the distal portion of the rotawire guide wire had detached and remained in the distal lad. There was no attempt at retrieval and the detached portion of the rotawire guide wire remains in the patient. Patient status is listed as stable.

Manufacturer narrative:
Device evaluated by MFR, method, result, conclusion: updated. Device evaluated by MFR: the visual and tactile inspection was performed, the device presents kinks along the body. The core wire and spring tip fractured at 329.7cm approx. From proximal end. All the outer that could be measured are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).